Manufacturer narrative:
(B)(4). Pump passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test or verify a21 and a17 alarm due to motor error alarm. Motor passed motor test. Pump received with loose drive support disk. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer reported they were able to clear the alarm and able to complete rewind. The customer also stated that the they performed the displacement test and they were able to passed the test. The customer stated that the insulin pump had motor error and they were able to clear and rewind the insulin pump. Customer reported the drive support cap appears normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.